Event description:
It was reported that after ventricular assist device (vad) implant the patient experienced hypercapnic and hypoxic respiratory failure and shock, delirium, hyperglycemia with electrolyte imbalance and had a right pleural effusion. The respiratory failure was present two days post implant and there was no evidence of right ventricular (rv) enlargement but there was slight decrease in rv function on echocardiogram with no evidence of pulmonary hypertension. The rv function was optimized with the use of vasopressors and diuretic intravenous medications. A right pleural effusion was diagnosed on chest x-ray and a chest computerized tomography (CT) was done due to concern for wound dehiscence and due to driveline drainage with leukocytosis, tachycardia and fever. The chest CT demonstrated the presence of the right effusion but no evidence of dehiscence or driveline infection and the etiology of the fever, tachycardia and leukocytosis was not known but infection workup was negative and the patient was placed on broad spectrum antibiotics. A non-specific defect of the spleen was noted on CT as well with consideration for infarct but no intervention was reported due to the finding. The patient experienced delirium which was thought to be due to being in the intensive care unit and treated with medications which had resolved back to the patient's baseline prior to discharge. Acute kidney failure was noted in the post operative period and creatinine had returned to normal at 0.79 on the day of discharge with no interventions. Hyperglycemia with electrolyte imbalances were also noted. The patient was discharged to home with home care on post operative day twenty-four (24). The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received indicated that the patient experienced hypercapnic and hypoxic respiratory failure and shock, delirium, hyperglycemia with electrolyte imbalance and had a right pleural effusion. The respiratory failure was present two days post implant, and there was no evidence of right ventricular (rv) enlargement but there was slight decrease in rv function on echocardiogram with no evidence of pulmonary hypertension. The rv function was optimized with the use of vasopressors and diuretic intravenous medications. A right pleural effusion was diagnosed on chest x-ray, and a chest computerized tomography (CT) was done due to concern for wound dehiscence, and due to driveline drainage with leukocytosis, tachycardia and fever. The chest CT demonstrated the presence of the right effusion but no evidence of dehiscence or driveline infection and the etiology of the fever, tachycardia and leukocytosis was not known but infection workup was negative and the patient was placed on broad spectrum antibiotics. A non-specific defect of the spleen was noted on CT as well with consideration for infarct but no intervention was reported due to the finding. The patient experienced delirium which was thought to be due to being in the intensive care unit and treated with medications which had resolved back to the patient's baseline prior to discharge. Acute kidney failure was noted in the post operative period and creatinine had returned to normal at 0.79 on the day of discharge with no interventions. Hyperglycemia with electrolyte imbalances were also noted. The patient was discharged to home with home care on post operative day twenty-four. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, cardiac arrhythmia, respiratory dysfunction, renal dysfunction and psychiatric episodes are known potential complications associated with the implantation of a vad. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.